Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the allegation based on the finding of a deformed helix indicative of helix extension or retraction difficulty. Further, known inherent risk based on the field report that helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.